Event description:
The physician reports that the crystalens leading haptic tore when loading the cartridge into the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported event was identified as lens damage caused by the lens injector system.